Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2023. During the procedure, there was a deployment problem with a clip in the esophagus that had to be retrieved from the stomach as a foreign object. Attempts were made to open and close the jaws, but it remained open. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications have been reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of clip falls into patient in an open state.